Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)-incomplete. The lot number is not currently available.

Event description:
It was reported by an affiliate that before a procedure metal fragments came out of the device at the beginning of use. This incident was found before the surgery. It was brand new and the first use when the issue occurred. There was no surgical delay and no harm to the patient.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. The complaint device was not returned by the customer therefore, device is not available for a physical evaluation. This complaint is not confirmed. It was reported the device (ultra aggressive plus) was shedding during use. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. Furthermore, no lot number was supplied for this complaint device which precludes conducting a DHR review or a lot specific search in the complaints handling system, however the customer provided 4 lot numbers that could be the lot number for the reported complaint device. DHR reviews were conducted for the following lot numbers (m1801032, m1802019, m1804002, or m1804007) no anomalies were found in the manufacturing of these lot numbers. At this point in time, no corrective action is required, and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by dfa. Depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch. A follow-up medwatch will be filed as appropriate. (B)(4). The lot number is not currently available. The expiration date is not currently available.

Event description:
Additional information received on 10/24/2018 stated the following presumptive lot number for the device: m1801032, m1802019, m1804002 or m1804007. It was reported that the device will not be returned to your site.